Manufacturer narrative:
Catalog #, device manufacture date: not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a functional endoscopic sinus surgery (fess) procedure the site was unable to verify two straight suctions. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome. Additional information was received: there was only one suction that would not verify, and the instrument was bent. They were eventually able to verify the suction by moving it around and completed the case.